Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. This type of damage typically occurs if the device is advanced against resistance and becomes kinked and subsequently fracture. Based on the reported complaint, the root cause of this damage cannot be determined. The distal fractured segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician fractured the velocity in two pieces. Therefore, the velocity was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.